Manufacturer narrative:
(B)(6).

Event description:
It was reported that when the surgeon was using the device in the shoulder one of the small 'ball' tips at the distal end of the coblation wand fell off the tip and into the patient. No patient injuries were reported. No significant delay was reported, a backup device was available.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection under magnification shows the left bottom electrode has been detached with jagged edges present on the remaining electrode leg. There are scuff marks present on the spacer as well. There are no manufacturing abnormalities visually observed with the returned device. The wand was connected to a compatible controller and activated in saline solution at the default and max settings on the controller and despite detachment of the left bottom electrode; plasma was created on the remaining electrodes. The suction line was tested and performed as intended. The complaint has been visually verified and the root cause was more than likely associated with the device coming into contact with a metal object such as a cannula. Other factors that could contribute to the detached electrode includes: mechanical displacement of tissue through applied force or using the device as a lever to enlarge a surgical site or gain access to tissue. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.